Event description:
Title: comparison of postoperative recurrence rates between levator aponeurosis advancement and external müller¿s muscle tucking for acquired blepharoptosis. The objective of this study is to compare levator aponeurosis advancement (laa) with external müller¿s muscle tucking (emmt) and evaluate the recurrence and reoperation rates. Between january to june 2015, a total of 102 patients (190 eyelids) out of whom 51 (96 eyelids) underwent levator aponeurosis advancement/laa for acquired blepharoptosis. The 51 patients who underwent laa, 13 were men and 38 were women; there were an identical number of males and females in the group of 51 patients (94 eyelids) underwent external müller¿s muscle tucking/emmt for acquired blepharoptosis from july to december 2015. The average age of patients in the laa group was 72.7 years (range: 53¿89 years), and the average age of patients in the emmt group was 73.7 years (53¿89 years). Laa group was with one patient requiring reoperation in one eyelid, which was non-significantly lower than the rate of 3.9% in the emmt group, with two patients requiring reoperation in 3 eyelids in total. The recurrence rate in the laa group was 4.2% in 96 eyelids, affecting 4 eyelids in 3 people. This is in contrast to the recurrence rate in the emmt group, which was 15% in 94 eyelids, affecting 14 eyelids in 10 people. The levator aponeurosis was fixed to the tarsal plate at three points with a 6¿0 prolene suture, and the excess levator aponeurosis was removed. The müller¿s muscle was picked up laterally us- ing a 6¿0 prolene suture and fixed to the tarsal plate at three points. Reported complications included recurrence of ptosis in laa group (n=3), and recurrence of ptosis in emmt group (n=10). In conclusion, emmt had a significantly higher ptosis recurrence rate than laa. There was no correlation between the recurrence rate after emmt and the severity of the ptosis.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: https://doi.org/10.1016/j.bjps.2021.03.086.